Event description:
Analysis of the handheld was completed on 12/22/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/22/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld screen was freezing. The battery was replaced in the wand; however, the handheld screen continued to freeze. A hard reset was performed; however, this did not resolve the frozen screen. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.